Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# implanted: explanted: product type software product ID hh90t01 lot# serial# implanted: explanted: product type mobile platform section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. It was reported that, in (B)(6) 2025, the patient had a new pump put in and they gave the patient a new "bolus machine". The first two or three times the patient used it; it took about 10-15 seconds to connect and it showed that "it took a bolus". Patient services advised the patient to try to connect and the patient stated that they were having to hold it back there so long that their elbow and shoulders hurt. Patient services walked the patient through how to clear data. The patient would monitor and call back if the issue persisted. Troubleshooting steps taking on the call resolved the issue. It was noted that the patient got 10 boluses per day. Additional information received from the patient reported that they were having the same problem again, where the handset used to take '10-15 seconds at most,' but 'now it's it a minute,' and it is hurting their shoulder and elbow to hold the communicator back over their pump. They were previously walked through something to help with this, which agent understood as clearing data, and asked if this could be done again. They were already connected to the pump and had an expected lockout. When agent inquired event date, they stated 'probably a week.' Their pump meds were fentanyl and a medicine that starts with the letter b but the name was unknown. Agent assisted them in clearing data.